Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd preset¿ eclipse¿ experienced blood leakage from specimen receptacle. The following information was provided by the initial reporter: translated to english. The customer stated: "taking a blood test from a 14 day old baby who is not doing very well and is difficult to prick. I send a syringe of blood gas. Knowing the problems already encountered (opening of the syringes during transport), I take care to screw the cap on tightly and also tape the cap on to make sure it doesn't open. The lab calls me 15 minutes later to inform me that the syringe has opened, that there is blood everywhere in the bag and that they will not be able to technique it."